Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was diagnosed with an infection. Location and course of treatment for the infection are unknown at this time. As a result, surgical intervention was undertaken in 2024 wherein the full scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event and patient information such as weight. Further information was requested but not received.